Manufacturer narrative:
This report is associated with argus (B)(4), biotene mouth spray.

Event description:
Yeast infection in throat [fungal pharyngitis], scabbing, sores in throat [pharyngeal ulceration], throat was sore. Case description: this case was reported by a consumer and described the occurrence of fungal pharyngitis in a (B)(6) male patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number u6h111, expiry date 30th june 2018) for dry mouth. On (B)(6) 2017, the patient started biotene mouth spray (savannah) at an unknown dose and frequency. On (B)(6) 2017, 11 days after starting biotene mouth spray (savannah), the patient experienced fungal pharyngitis (serious criteria gsk medically significant), scab, throat ulcer and sore throat. The action taken with biotene mouth spray (savannah) was unknown. On an unknown date, the outcome of the fungal pharyngitis, scab, throat ulcer and sore throat were not recovered/not resolved. It was unknown if the reporter considered the fungal pharyngitis, scab, throat ulcer and sore throat to be related to biotene mouth spray (savannah). Additional details, adverse event information was reported on 27 march 2017. The consumer reported he started to use a c-pap machine and developed a dry mouth. He started to use the biotene mouth spray 1.5 oz (savannah). Around (B)(6) 2017, his throat was sore and it felt like there was a scab in the back of the throat. He saw the doctor today and she said he had sores and a yeast infection in throat. She said it was usually caused by using a spray. The only spray she had used was the biotene mouth spray. She told him to stop using it, and check on the side effects of the product. Concomitant products included scope.